Event description:
This is the second time in two months that during a laparoscopic cholecystectomy the mini lap gator grasper broke. The user was inserting the alligator grasper to grasp the gallbladder and it did not grasp the gallbladder. It was realized it was already broken at that time so that's why it didn't grasp the gallbladder. The clamp and the broken piece were removed from the patient. The problem is the device is malfunctioning or broken. It is reported the tip broke off. This could have caused serious patient harm, such as an extended surgical procedure or the sharp piece could have punctured an organ if it was not found in time. There was no harm to the patient in this event. Staff/physicians do not know why this is occurring. There is no visual defect seen prior to using the device.

Manufacturer narrative:
As of this date, the instrument has not been made available for mini-lap technologies to evaluate; therefore, the reported failure cannot be confirmed. A review of the device's lot history folder was conducted and no abnormalities were noted and showed no previous related nonconformities. To verify the strength and reliability of the jaws, minilap technologies performed a simulated instrument utilizing an instron machine to evaluate how much force it would take to break the jaws. The results showed that during a straight pull, the jaws (B)(4). Another test was performed on (B)(4) instruments by bending each jaw 180 degrees from their present positions to determine how many bending cycles of the individual jaw legs would cause the device to fail. (B)(4). A correspondence was sent to our distributor instructing them to contact all their sales reps to instruct the end user to be cognitive of manipulation and tissue placed in the jaws. A review of the instruction for use booklet states under warnings and precautions item # 7, 8 to avoid damage to the instrument tips (jaws). Additional testing of the jaws was conducted under protocols (B)(4) jaw force test and (B)(4) jaw reliability test, verifying strength and reliability (B)(4). Probable root causes for the reported failure involving this device appears related to misuse or overexertion by the user with excessive tissue grasped in the jaws. We are unable to obtain further details from the user. The complaint will be closed without a detailed investigation report based on probable root cause.